Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction:user had an inaccurate reference. (B)(4).

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 167 mg/dl. The customer's expected fasting blood glucose test result range is 90 to 125mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 185 and 185mg/dl consistently. The test strip lot manufacturer's expiration date is 11/30/2017 and open vial date is 10/21/2016. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed. Test strip- (B)(4).

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 167 mg/dl. The customer's expected fasting blood glucose test result range is 90 to 125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 185 and 185 mg/dl consistently. The test strip lot manufacturer's expiration date is 11/30/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6).